Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, staples did not from into b shape. The device should cut and close the stomach tissue, but it could not cut and close in the case. The tissue was glided in between and it was caused damage. To resolved the issue, the tissue was sutured.